Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report. The product was discarded by the facility at their location.

Event description:
It was reported by a company representative that a patient developed a post-surgical infection after a procedure with an implant. The procedure had been completed successfully without a delay. There are no additional details available at this time.